Manufacturer narrative:
(B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2004. It was reported that the ipg lost communication functionality. The ipg was explanted and replaced on (B)(6) 2010. Neither the lot nor the serial numbers for the ipg were included in the report. F/u on the pt found no further issues reported. The explanted ipg was not returned to the MFR for analysis. No further info is available.